Event description:
It was reported that the patient had a 3.5 x 28 mm promus stent implanted on (B)(6) 2010. The patient died on 04/08/2012. The cause of death was not reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of death is a known observed and potential patient effect as listed in the promus everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.